Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional h2: additional information - additional h6: type of investigation ¿ additional h6: investigation findings - additional. H6: investigation conclusion - additional.

Event description:
It was reported that no alert/notification occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-334712-01 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.